Event description:
I have been t1 diabetic since I was diagnosed at 15, I'm 54 now. I've been on the dexcom g7 10 day cgm for several years. I would have to look back and see what exact date I actually started this therapy. For a long time I solely depended on the dexcom for blood sugar readings unless I felt like the reading didn't match the way I felt. I have nerve damage from the length of time I have had this terrible disease. Not until recently when I joined several support groups on facebook, one being dexcom g7(10 & 15) issues and complaints group which has 88,000 followers. Please check it out. It was truly disturbing to see and read what was happening to people of all ages (babies-adults). This product we depend on for keeping us alive. I myself have had to be hospitalized for dka 2 times. Lately I've been doing finger sticks to check behind the device. I understand it can be inaccurate up to 40 points, which is alot to us. But there are many, many, many who have had severe issues and even death because of this device. I'm begging the FDA to please investigate this. In my and many others opinion this product should be recalled. It has defects that absolutely need to be addressed. It should not be on the market until then. Our lives are at stake. Issues and complaints have been voiced to dexcom with no resolution. So, once again, I'm begging the FDA to please step in and help us. I don't think our endocrinologists have the knowledge of all issues. Training in the use of the device by certified diabetes educators also needs to be addressed. I do not know who they are trained by, probably a sales rep. There is no way to be properly trained in an hour. Once again, we are pleading for your help. There is no way to put dates, some of the problems as the device only stores data for so long.